Event description:
Torn implant put in body, complication from silicone leaking in body, explant surgeon found silicone in my body. On january 16, 2020, I called into mentor breast corp to find an update for claim #(B)(4) and spoke with a liability claim rep. (B)(6). She informed me that dr (B)(6) submitted a claim for a torn implant ( serial # ending in (B)(4)), however she informed, he sent a (not torn) implant with serial # ending in (B)(4). After that conversation, I was alerted and confused to find out that I could have a torn silicone implant implanted in me. I had previously opened a claim on december 30, 2019 due to issues with pain and complications with the surgery. Dr. (B)(6) had emailed me stating that he tore the implant during surgery. If it applies to adverse event I had explant surgery showing a torn implant consistent with serial # (B)(4) was the torn implant on the financial reimbursement form I signed. Breast explant (B)(6) 2020. The mentor claim number I opened december 30, 2019 is #(B)(4). I stated communicating with mentor llc in several communications and talking with claims and liability representatives, and I received very false and misleading information and started concluding that mentor was trying to cover information up regarding the implant inside of me and the implant at their location. I have supporting information with this 3500 a FDA form. Specifically, the violation with mentor include: they mentor have knowingly accepted documentation that was forged; mentor llc broke policy for their client( my dr.) Dr. (B)(6) by accepting an implant that did not match the reported implant serial number and likely was not torn ( as reported by mentor) and paying out the dozer of this claim; mentor violated a legal FDA rule and violation by not following up on a claim that they knew affected my health drastically; (unsure) of why mentor would have more medical information about my health (medical records) and medical disposition. Did they violate hippa laws? Regards, (B)(6).